Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced ten infusion set kinked cannula events from (B)(6) 2024. Insertion site was at abdomen, lower back and thigh. Blood glucose levels were reported to be "high", and patient took correction bolus via pump, and gave manual injection to address the event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.